Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No a47 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.